Event description:
It was reported that during an unspecified arthroscopic procedure the truespan 24 degree peek device cover got shredded when putting it into the joint. Another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. The product has not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found the white sleeve was cracked and broken at the distal end. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the truespan 24 degree peek would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the sleeve condition could be traced to failure to use a malleable graft retractor. As per IFU 113244, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Document specification review IFU 113244. Device history lot: pn: 228152. Lot number: 10ar3d. There was a non-conformance nr-0260183 not related. Manufacturing date: 03 sep 2025. Expiration date: 31 aug 2028. Device history batch: null. Device history review: pn: 228152. Lot number: 10ar3d. There was a non-conformance nr-0260183 not related. Manufacturing date: 03 sep 2025. Expiration date: 31 aug 2028.